Event description:
One endeavor sprint rx drug-eluting stent was implanted at the left main. Two endeavor sprint rx drug-eluting stents were implanted, overlapping, at the proximal lcx as treatment of the target lesion. A dissection was noted therefore one endeavor sprint rx drug-eluting stent (MFR # 2953200-2009-01835) and two micro-driver rx bare metal stents were implanted, overlapping at the proximal lcx (MFR report # 2953200-2009-01836 and MFR report # 2953200-2009-01837), as treatment of a complication/ dissection/ bailout. It was reported that there was a failed attempt to implant a study stent, as the device failed to reach the target lesion. It was reported that this stent was retrieved successfully. Patient was asymptomatic at 30 day follow up and 6 month follow up. A ptca revascularization (balloon only) of the left main was carried out approximately 9.5 months following index procedure, due to restenosis after previous ptca. Investigator has indicated that event was related to the study stent.

Manufacturer narrative:
(Secondary intervention, additional stent implanted during index procedure, revascularization). Results: dissection, stenosis.